Manufacturer narrative:
The bwi product analysis lab received pictures of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The brim cap looked deformed/squished. It was reported that the vizigo dilator went through the side port of the sheath during prep. It was exchanged to continue. The bwi sales consultant could not specify if a section broke/separate, but the brim cap looked a bit deformed/squished. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath. Picture is attached; dilator appeared to exit irrigation hole in photo. The sheath was being used on the patient. Air did not enter the patient¿s body. Bwi sales consultant clarified that this call was not about damage to the hemostatic valve - the dilator went straight through the side of the sheath almost at the very distal end of the vizigo. The bwi representative is not sure if there was an initial issue with the brim cap, but after the dilator went through the side and we got the vizigo back, it definitely looked like the plastic was a bit deformed. Photo is attached for reference of the hole as well as the slightly squished end of the sheath. Brim cap detachment is MDR-reportable. Dilator exits irrigation hole is not MDR-reportable.

Manufacturer narrative:
On 16-feb-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that the tip was bent and the distal side hole was deformed. The dilator was introduced through the sheath and was observed that the bent tip caused a deviation of the dilator and the dilator going to the side hole. The bent tip issue could cause the deformation of the side hole when this tried to go out by there. The brim cap was on its place properly attached. No other damage was observed. The sheath tip issue reported by the customer was confirmed. The product failure could be multifactorial. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-oct-2022, a product investigation was completed based on the received photographs. It was reported that an unknown patient underwent supraventricular tachycardia (svt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The brim cap looked deformed/squished. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed based on the physical device--only on photographs. According to pictures provided by the customer, the tip of the vizigo sheath was observed inside of a bag; however, it was observed in good conditions, no damages or anomalies were observed on it. A manufacturing record evaluation was performed for the finished device 00002062 number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) it was mistakenly indicated in the initial report's h10 that the product was received for analysis. The physical device was not received. Only photographs of the complaint device were received.